Manufacturer narrative:
A sample or photo was not available for evaluation; therefore, the investigation was limited. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). DHR investigation: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A conclusion is not yet available as the investigation is still in progress. (B)(4).

Event description:
It was reported that the needles on a bd autoshield¿ duo 0.30mm (30g) x 5mm safety pen needle bent and the safety feature did not activate during use. No injury or medical intervention.